Event description:
It was reported that there was noise on the right atrial (ra) and right ventricular (rv) lead electrograms. The lead integrity alert triggered for the rv lead. The noise for the ra lead was from electromagnetic interference. The rv lead also had some high frequency oversensing. It was noted that the patient could not identify what they may have been doing or what could be the possible cause of the interference, but it was presumed to be from the same source. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms between (B)(4) 2012. The save to disk review reveal the lead integrity alert triggered with patient alert for lead failure predictor on (B)(4) 2012.